Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. During the procedure, the physician experienced difficulty advancing the jet7 through the ophthalmic artery and it was reported that it would not advance further through the anatomy. The jet7 was therefore removed and was no longer used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned penumbra system jet 7 reperfusion catheter (jet7) was ovalized at approximately 102.0 cm and 103.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed a functional device. During functional testing, the returned jet7 was able to advance through a demonstration neuron max without issue. Further investigation revealed ovalizations on the catheter. These ovalizations were likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.